Event description:
Customer called to report that the electrolyte injection cup (eic) of the unicel dxc 600i synchron access clinical system was overflowing. The leak was a clear fluid, which was contained to the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found that the eic required replacement. The fse replaced the eic to address the issue and ensured that line #15 of the vacuum was within specifications. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).